Event description:
Event description or problem: info rec'd from the st jude medical rep who was present during this procedure reported the following: the pt was in the hospital to have his new heart medication tested as well as cardiovert his atrial fibrillation rhythm. The first interrogation was performed without difficulty. However, when attempting to program the ICD, an error message showing device parameter error was displayed. The ram map was sent to st jude medical software engineering for evaluation. Upon review, certain "bits" of info did not appear to be written properly. The decision was made to explant the device.